Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated the infection was due to advanced age, chronic non-healing status post pump replacement. It was undetermined if the pocket infection resolved. The pump was sent back to the manufacturer for analysis and the catheter was sent to hospital for a culture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received dilaudid 30.0mg/ml; 9.745mg/day and bupivacaine 5.0mg/ml; 1.6241mg/day in an implantable pump for non-malignant pain. The patient medical history and concomitant medications were unable to be obtained. Pump pocket drainage occurred (also reported as pump pocket infection). The onset date was indicated as (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting were performed. The pump and pump catheter segment were explanted. A new pump and catheter segment would be implanted on the other side. The issue was considered on going. The patient status was indicated to be alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Preliminary analysis of the pump, model# 8637-20, serial# (B)(4), found no issue. Since there was no device allegation, destructive analysis was not performed. If information is provided in the future, a supplemental report will be issued.